Event description:
Customer's father called to report insulin leak. The blood glucose reading is 396 mg/dl. Customer has treated for high blood glucose. The insulin is leaking past the second o-ring. Nothing further reported.

Manufacturer narrative:
Inspected one open and used reservoir performed manual prime and high-pressure test per specifications. Using a new infusion set along with the insulin pump, the reservoir passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.